Event description:
The customer reported that the 840 ventilator stopped cycling while in use on a patient. The patient was not harmed or injured as a result of the event. The evaluation of the device has not been completed.

Manufacturer narrative:
Covidien was not authorized to evaluate the device. The customer was advised by covidien to run performance verification test (pvt) and extended self test.